Event description:
The patient reported experiencing a loss of sound. External equipment was exchanged, however, the issue was not resolved. Testing of the device showed that it was not functional. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.